Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that therapy was restored for the patient postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was unable to communicate with the charger. Troubleshooting was unable to resolve the issue. In turn, the patient lost therapy. A manufacturer representative confirmed the issue and the was ipg deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced.